Event description:
The manufacturer received voluntary medwatch (mw5106470) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging being hospitalized for CT scan showing spots on the lungs and after endoscopy biopsy and biopsy by laparoscopic surgery was diagnosed with small cell carcinoma while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging being hospitalized for CT scan showing spots on the lungs and after endoscopy biopsy and biopsy by laparoscopic surgery was diagnosed with small cell carcinoma while using this device related to a CPAP device's sound abatement foam. There is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Therefore, based on available information the event is assessed as not related to the recalled device in this case. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.